Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced heating at the ipg site. As a result, surgical intervention may occur.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The pocket heating is resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined